Event description:
It was reported that during preparation of the clip delivery system (cds), the delivery catheter (dc) handle continuously leaked saline solution from the lock lever cap before de-air. The water level was full and it was confirmed that the cap was closed. After loosening and tightening the cap again, saline leaked out in the same manner. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. A new cds was prepped and used to complete the procedure. Subsequent to the initially filed report the following information was provided: troubleshooting steps performed included closing of the lock lever, connection of two lines between a pressure bag and the device, open of three-way valve with the device correctly, and close of three-way pressure with clip introducer. It was possible that the cause of the leak was the lock lever. So, the lock lever was confirmed to close, then it was opened and re-closed again. However, the leak was not resolved. The lock lever cap was not difficult to tighten or loosen and the lock lever cap was not completely removed from the lever shaft. No additional information was provided.

Manufacturer narrative:
The device was returned. All available information was investigated and the reported leak was confirmed via returned device analysis and observed the polyimide tubing to be protruding between the o-ring and the cap. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to the identified polyimide tubing protrusion. The protrusion appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of the clip delivery system (cds), the delivery catheter (dc) handle continuously leaked saline solution from the lock lever cap before de-air. The water level was full and it was confirmed that the cap was closed. After loosening and tightening the cap again, saline leaked out in the same manner. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. A new cds was prepped and used to complete the procedure. No additional information was provided.